Event description:
The reporter states that she obtained an 87 mg/dl blood glucose result on the accu-chek compact plus meter. She felt hyperglycemic. She did not take insulin based on the meter result. She can't recall if she took her oral anti-diabetic medications. One hour later, her blood glucose result was 280 mg/dl on a hospital meter. She was hospitalized and treated with insulin. New system sent to customer and return requested.